Event description:
When nurse was activating a heel warmer, she noted it became hot which could potentially cause skin damage to an infant. When she tested the warmer, it was 108 degrees fahrenheit, which is three degrees over the recommended 105 degrees.